Event description:
Customer stated, "both bags are from same lot. Collection was done 2/6/2006 and bags were frozen since then. Rptr does collection, freezing, and infusion. There were a total of 4 bags collected for pt and 2 bags were requested for infusion in 3/2006. 1 bag was noted to have shatter pattern on the side of the bag on the seam on the left hand corner. The bag with the hole was noted when the bag was thawing, because bag began to seep product out. The bag with the hole is available for eval. The bag that has the hole in it was used for infusion to the pt. The pt had blood cultures done after this event. The infusion of the product was completed through a triple lumen subclavian central line. A total of 3 bags of product were infused to the pt, each bag contained 1.44x 10 6 cd34/kg cells. Pt received total of 4.32 x 10 6 cd34/kg. There were 70ml of product in each bag. Facility used metal cassette for freezing and storage. The freezing is done with a controlled rate freezer and storage is in vapor phase of liquid nitrogen at -180 degrees centigrade."